Event description:
It was reported that the ilet stopped dosing because it was not receiving cgm data, while the dexcom g7 app continued to display glucose readings; the user was guided to toggle cgm settings and re-pair the g7, after which the warmup completed and glucose values appeared on the ilet, consistent with intermittent communication failure involving the electrical/magnetic subsystem and antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found despite the reported intermittent communication failure related to the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was no problem detected and cause was user environment or transient wireless interference leading to temporary loss of sensor signal.